Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/12/2019. It was received for analysis an empty opened labeled winding former and dispensed needle-suture of product code sxpp1a405 lot paz127. During the visual inspection of the needle/suture piece, marks on the body needle that appears to be by the use of a surgical instruments was noted. The suture has body fluids, the end cuts and barbs damaged were found. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hepatobiliary surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture was broken when sewing the tissue for the first stitch. Change another one to continue the surgery. There were no adverse patient consequences reported. No additional information was provided.